Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. As received, the monitor failed incoming testing. Upon investigation the pins of the j1001 connector on the computer / analog (ca) board was damaged. The cause of the code 204 is the damaged j1001 component. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).